Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation, but data logs were received. The console was analyzed, and no issues were found. The data logs were analyzed and show a motor current spike followed by low flows which is characteristic of ingested biomaterial. The root cause of the low pump flow was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 57-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced sudden low pump flows on the 8th day of support. The team attempted troubleshooting, and did not resolve the issue, so the console was swapped out and the issue was resolved. There was no reported harm to the patient.